Manufacturer narrative:
Date rec¿d by MFR : 12jul2019. The manufacturer¿s international service technician confirmed the reported power issue. The manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
While a run test was being performed, the device failed to change to battery-powered and became inoperative. There was no patient involvement.